Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an error code 41100, loud noise/beeping and blank screen. There was no physical damage reported. There was no patient involvement and no patient harm/adverse event was reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's problem was not confirmed. The device worked properly as intended. No issue was found, and the cause of the initial issue was unknown. The error code was cleared, and no further action was taken.